Event description:
The graft was implanted into (B)(6) baby as a shunt between tavc and pulmonary artery, performed by a surgeon specialized in pediatric cardiac surgery. After the implantation of the graft, the surgeon noticed that the baby was not well after one day. He had to re-operate him in emergency. During the 'reopening,' he noticed that a blood exsudat abnormally pearled from all the length of the graft. It was not possible to replace the graft because the situation was very difficult for the baby. So he decided to leave the graft in place and to put of "surgicel fibrilaire" (haemostatic) as well as biological glue to try to minimize this seepage. The baby stayed under intubation during a week. At present, his condition is stable.

Manufacturer narrative:
The device was not returned to atrium for evaluation because it was still implanted in the patient. The quality control records for this lot of graft material were reviewed and no abnormalities were seen. All records, data and observations indicate that the product was manufactured according to specifications.